Manufacturer narrative:
Continuation of d10: product ID 8780, serial #: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the correct procedure date for the catheter replacement was on (B)(6) 2025 and not on (B)(6) 2025.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen 600mcg/24 hours 2000mcg/ml via an implantable pump. It was reported that the patient was experiencing symptoms of withdrawal and overdose alternating. The cause of the event was unknown. The physician attempted to aspirate catheter for dye study. When he was unable to aspirate, the physician replaced the pump segment of the catheter. After replacing the pump segment, the physician was able to successfully aspirate with the new pump segment. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.